Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2006. It was reported that the battery level for the device was allowed to go beyond the point of recovery, and as such the ipg could not be recharged. Surgical intervention was undertaken to replace the patient's ipg and effective stimulation was recaptured.